Event description:
It was reported that experienced an increased intra-peritoneal volume (iipv) event during drain one of four on the home choice (hc). The patient reported that their drain volume equaled 3647ml and their fill volume was 2000ml, indicating the patient had drained greater than 160% of the maximum prescribed cycle fill volume. The technical services representative (tsr) assisted with ending the therapy and discussed the use of manual supplies to complete therapy. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The reported increased intra-peritoneal volume (iipv) event was verified during the event history log review. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. Upon conclusion of the investigation, the cause was determined to be false empty detect at initial drain and I-drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.